Event description:
The healthcare provider (hcp) reported that the patient was feeling surges of paresthesia down his arm, similar in nature to when they turn the implantable neurostimulator (ins) off and back on again. This started for the left chest ins after implant. The patient was seen in clinic on (B)(6) 2016 and the hcp programmed him in constant current, but that did not stop the parasthesia surging. The hcp was going to order a head MRI to rule out any brain or neurologic issues. The ins file showed a fair amount of on and off events. The impedances looked good. The patients' indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.